Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and experienced a keypad anomaly. The customer's blood glucose was 136 mg/dl. The customer stated that she had not used the insulin pump for a few weeks, noticed that the battery had died when she wanted to restart therapy, and replaced the battery leading up to the alarm. She was unable to complete troubleshooting for the alarm because the esc and act buttons became unresponsive. She was unable to clear the alert using the keypad. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted to the keypad traces during the visual inspection. The insulin pump had normal operating currents. The insulin pump was monitored for several days and no battery out limit alarms were noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.